Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the inner lumen of the lead was clogged and the guidewire would not go through the tip/valve. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted a competitor guidewire fragment and coating stuck in the distal tip of the lead. This prevented the guidewire from being backloaded into the lead. If information is provided in the future, a supplemental report will be issued.